Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir would no longer fit securely into the insulin pump. Caller stated that the reservoir compartment was broken and damaged. Blood glucose level at the time of the incident was 235 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip was noted.